Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a "cocking control" issue with the unspecified bd¿ lancet. The following information was provided by the initial reporter: ""customer¿s chemist reported cocking control issue."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to request a DHR due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that there was a "cocking control" issue with the unspecified bd¿ lancet. The following information was provided by the initial reporter: ""customer¿s chemist reported cocking control issue."